Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and provided images did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot 1) quantity manufactured: 30. 2) date of manufacture: 10-mar-2015. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30-sep-2020. 5) IFU reference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of hip-tep left side because patient suffered a trauma/accident with a bicycle. Prosthesis remained intact, revision was done because of periprosthetic fracture. The patient fell on her bicycle and suffered a periprosthetic fracture with a lying cementless hip tep with traumatic shaft loosening. Dor: (B)(6) 2021, left hip.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient fell on her bicycle and suffered a periprosthetic fracture with a lying cementless hip tep with traumatic shaft loosening.